Manufacturer narrative:
Upon contacting the account, the field service representative was advised by the customer that they felt the sample probe was clogged. They ran an air purge and stated the precision and quality control were now good, and they did not need service. Customer states they haven't had any further problems with low or erratic test results.

Event description:
Four patient samples had errant glucose and co2 results. Customer stated that the instrument didn't flag the results and the samples were not automatically rerun. Customer reran some of the samples on this instrument with errant results again. Customer manually reran all the samples on the other p module, which returned normal results. Customer stated that none of the good results before the reports were released. The lab doesn't know of any changes in patient treatment as a result of the incidents or delay in the results. Patient 2, tested (B)(6) 2009, initial co2 result 0, repeated twice, gave 1 (this analyzer) and 26 mmol per l (another modular analyzer); initial glucose -1, repeated once, gave 116 mg per dl (this analyzer). Patient 3, tested 08/01/09, initial glucose result -1, repeated once gave 118 mg per dl (this analyzer).

Event description:
Four patient samples had errant glucose and co2 results. Customer stated that the instrument didn't flag the results and the samples were not automatically rerun. Customer reran some of the samples on this instrument with errant results again. Customer manually reran all the samples on the other p module, which returned normal results. Customer stated that none of the good results before the reports were released. The lab doesn't know of any changes in patient treatment as a result of the incidents or delay in the results. Patient 4, tested (B)(6) 2009, initial glucose result 7, repeated once gave 94 mg per dl (this analyzer).

Manufacturer narrative:
Upon contacting the account, the field service representative was advised by the customer that they felt the sample probe was clogged. They ran an air purge and stated the precision and quality control were now good, and they did not need service. Customer states they haven't had any further problems with low or erratic test results.

Manufacturer narrative:
Upon contacting the account, the field service representative was advised by the customer that they felt the sample probe was clogged. They ran an air purge and stated the precision and quality control were now good, and they did not need service. Customer states they haven't had any further problems with low or erratic test results.

Event description:
Four patient samples had errant glucose and co2 results. Customer stated that the instrument didn't flag the results and the samples were not automatically rerun. Customer reran some of the samples on this instrument with errant results again. Customer manually reran all the samples on the other p module, which returned normal results. Customer stated that none of the good results before the reports were released. The lab doesn't know of any changes in patient treatment as a result of the incidents or delay in the results. Patient 1, initial co2 result 22, repeated twice on (B)(6) 2009, gave 1 (this analyzer) and 18 mmol per l (another modular analyzer); initial glucose result -1, repeated twice on (B)(6) 2009, gave 99 mg per dl both times (tested once on this analyzer and once on another modular analyzer).